Event description:
The tip of the vitrectomy cutter broke while it was in the pt's eye. The tip remained attached to the shaft of the cutter and was removed from the eye with no injury to the pt.

Manufacturer narrative:
The tip of the outer needle shaft is cracked and is hinged at the back side of the port window.